Manufacturer narrative:
An event regarding disassociation involving an accolade tmzf stem was reported. A review by a clinical consultant confirmed disassociation and osteolysis. Medical records received and evaluation: a review by a clinical consultant noted: the stem has otherwise adequate size and position with stable fixation in the femur but some osteolysis in the proximal medial calcar region. Despite the somewhat limited clinical and radiological information, it is clear that the cup has significant malposition in absent anteversion which is very relevant to the failure mechanism of this case. Conclusions: a review by a clinical consultant concluded: cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper requiring revision. No further investigation for this event is possible at this time. Further information such as device details, return of device, operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's right hip. The hip was implanted 11 years ago and was an accolade tmzf stem revised due to dislocation caused by trunnionosis. It was noted on explant that the trunnion was bent as a result of the trunnionosis and patient dislocated as a result. Surgeon removed the stem, head and liner. Revised stem and head and liner - cup remained - revised with competitor stem, head and stryker liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that surgeon revised patient's right hip. The hip was implanted 11 years ago and was an accolade tmzf stem revised due to dislocation caused by trunnionosis. It was noted on explant that the trunnion was bent as a result of the trunnionosis and patient dislocated as a result. Surgeon removed the stem, head and liner. Revised stem and head and liner - cup remained - revised with competitor stem, head and stryker liner.

Event description:
It was reported that surgeon revised patient's right hip. The hip was implanted 11 years ago and was an accolade tmzf stem revised due to dislocation caused by trunnionosis. It was noted on explant that the trunnion was bent as a result of the trunnionosis and patient dislocated as a result. Surgeon removed the stem, head and liner. Revised stem and head and liner cup remained revised with competitor stem, head and stryker liner.

Manufacturer narrative:
Additional information: age at time of event; brand name; product code; common device name; catalog #; lot #, expiration date; PMA/510(k) #; device manufacture date. An event regarding disassociation involving an accolade stem was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation -clinician review: a review by a clinical consultant noted: the stem has otherwise adequate size and position with stable fixation in the femur but some osteolysis in the proximal medial calcar region. Despite the somewhat limited clinical and radiological information, it is clear that the cup has significant malposition in absent anteversion which is very relevant to the failure mechanism of this case. -product history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the event was confirmed by medical review. A review by a clinical consultant concluded: cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper requiring revision. No further investigation for this event is possible at this time. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.